Event description:
It was reported that the customer received a no delivery alarm on the insulin pump after a bolus. The customer stated that this occurred twice. The customer's blood glucose was over 400 mg/dl. The customer treated herself with a correction bolus and successfully lowered her blood glucose. Troubleshooting was done for a low battery alert. The customer stated that there was no corrosion or damage to the battery cap or battery compartment. Advised customer to monitor the insulin pump and call back if the problem recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.